Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the cerebellar artery using penumbra smart coils (smart coils). During the procedure, the physician successfully placed seven coils in the target vessel using a non-penumbra microcatheter. The physician then felt resistance while advancing a smart coil at the tip of its introducer sheath; therefore, the smart coil was removed. The procedure was completed using a new smart coil, another coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 138.0 cm from the proximal end. The pusher assembly mid-joint was positioned proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with its pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock and pusher assembly kinks. If the pusher assembly mid-joint is retracted proximal to the introducer sheath friction lock, resistance may be experienced during subsequent attempts to advance the smart coil within its introducer sheath. If the device is forcefully mishandled while advancing against resistance, damage such as kinks may occur. During the functional test, the introducer sheath was reseated properly on the pusher assembly mid-joint. Subsequently, the smart coil was advanced out of its introducer sheath with resistance advancing the pusher assembly mid-joint through the introducer sheath friction lock. The smart coil was then advanced through a demonstration microcatheter without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.